Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt's "pump keeps flipping in the pocket." No other info was provided. Additional info has been requested, a follow-up report will be sent if additional info becomes available.